Event description:
It was reported the patient expired. The device was removed prior to cremation. No cause of death or relationship to the stimulation therapy was reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available. Please see MFR. Report # 6000032200808629.

Manufacturer narrative:
Final device analysis revealed no anomaly found - normal device function.